Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) is having difficulty inflating the device. The physician stated that the pump was extremely difficult to squeeze and that even when it was pressed it did not appear to be moving much fluid if any. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) is having difficulty inflating the device. The physician stated that the tenacio pump was extremely difficult to squeeze and that even when it was pressed it did not appear to be moving much fluid if any. A surgical procedure was performed to remove and replace the pump. No patient complications were reported.